Manufacturer narrative:
No report of patient involvement. The ge healthcare service representative replaced the expiratory flow sensor and the unit was returned to service.

Event description:
The ge healthcare service representative discovered the mylar flap of the expiratory flow sensor was stuck to the top of the flow sensor housing. There was no report of patient involvement.